Event description:
It was reported that the medicine would not come out of the bd micro-fine¿ pro pen needle during priming. The following information was provided by the initial reporter, translated from (B)(6) to english: the drug solution didn't come out upon priming.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 03-may-2022. H.6. Investigation: one open and twenty eight sealed 32g x 4mm pen needle samples and four photos were returned from lot. No. 1048097, cat. No.320559. Visual examination was carried out on the one open sample and a broken non patient end of cannula was observed. Due to the condition the sample was returned no clog test could be carried out. A clog test as per q-sop-183-dl was carried out on the twenty eight sealed samples and no issues were observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.

Event description:
It was reported that the medicine would not come out of the bd micro-fine¿ pro pen needle during priming. The following information was provided by the initial reporter, translated from japanese to english: the drug solution didn't come out upon priming.